Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient's right hip was revised due to pain and shell loosening. The shell, 2 screws, liner and head were revised to a tritanium shell with mdm liner, adm insert, and a new head. Rep confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.